Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information and device evaluation), (device evaluated by manufacturer) , (device manufacture date). (B)(4). The returned sample was visually inspected for any anomalies; no visual anomalies were noted. The returned sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg - no leaks noted. The complaint was not confirmed and a definitive root cause was not able to be determined. The most likely root cause for this event is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 16, 2018 (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.